Event description:
The patient reported an open wound, picking at the implant site, and pulling the neurostimulator. Antibiotics were prescribed and an explant procedure was performed on (B)(6), 2026. As of (B)(6), 2026, the patient has attended wound check appointments and is doing well.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. However, patient non-compliance was identified as the patient consistently picked at the wound and pulled the neurostimulator. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as the patient consistently picked at the wound and pulled the neurostimulator (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.